Event description:
The patient stated that his blood glucose was elevated (value not provided), so he programmed an 8 unit bolus of insulin to correct his blood glucose level. Upon delivering the bolus, he observed an e4 (occlusion) error on his infusion device. Consequently, he stated that he changed all the accessories, as well as his infusion site. He then attempted to deliver a bolus and he observed another occlusion error. During troubleshooting with a company representative, he systematically assessed the accessories. Troubleshooting eventually led to the infusion site that he was using. He removed the infusion set headset from his body and visually inspected the headset including the cannula. He observed nothing abnormal. He then inserted a new headset in a new infusion site. He was then able to deliver insulin without recurrence of the occlusion error. As a result of the already elevated blood glucose level, occlusion errors, and time expended in troubleshooting, his blood glucose value elevated to 280 mg/dl. He reported feeling irritable and dry mouth as symptoms related to his elevated blood glucose. He reported a normal blood glucose range of 90-130 mg/dl. He administered insulin by injection to correct his blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.